Manufacturer narrative:
Consumer is in possession.

Event description:
Consumer alleges that his humidifier started sparking and looked as if it had caught fire inside the unit. There were no injuries or property damage reported with this incident.